Event description:
It was reported that the customer received a button error alarm. It was also reported that the customer's insulin pump was exposed to water. Customer's blood glucose level at the time 74mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to corroded keypad traces. No moisture damage was found inside of the insulin pump. No constant tone anomaly was noted. No vibrating anomaly could be verified due to the keypad anomaly. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube, a cracked reservoir tube lip, and minor scratches on the display window.